Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will randomly pull in either right or left when getting a forward command, no error code or faults.